Manufacturer narrative:
The insert was returned and evaluated and engineering found the clamp arm completely broken off from the grip of the insert. The clamp arm based connection point was found with bent joints, indicating excess force applied to clamp arm. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s low anterial resection, the harmonic curved shears insert instrument fell into the patient and was immediately retrieved. The insert was replaced; however, the replacement harmonic curved shears insert also broke with pieces falling into the patient. The insert was removed and replaced to successfully complete the procedure. No patient harm, adverse outcome, or injury was reported. Please see MDR 2955842-2011-00224 for first insert related to this event.